Event description:
The rep reported the device was used during an unknown laparoscopic procedure. It was reported that every third clip would fall out of the jaws. The case was completed with the device. There was no consequence to the patient.